Event description:
Reportedly, the unit was making sizzling noises and was taken out of service and tested. The tech at hosp tested the unit with nevada dynatech 454a and unit tested fine. Then when the unit was used with the pt, it smoked and there was a sparking noise. After this event there was a quarter size blackened burn to the uterus, but there was no perforation of the tissue. The reporter stated no treatment was given but the inujury will monitored.